Event description:
It was reported that the biomed had the arctic sun device that was getting alert 33 (water temperature high), 72 (primary outlet water temperature sensor out of range ¿ low resistance), 64 (unable to enable pump power (control processor)) during use, case file confirms 33 was due to t2 showing a temperature of 99.9 degrees, bringing device back for service under warranty.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2024-07563. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting alert 33(water temperature high ),72(primary outlet water temperature sensor out of range ¿ low resistance ), 64(unable to enable pump power (control processor) during use, case file confirms 33 was due to t2 showing a temperature of 99.9 degrees, bringing device back for service under warranty. Per sample evaluation results on (B)(6) 2024, control panel did not boot up, used u.I. To complete decon. There was a cracked side panel.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2024-07563. Correction: g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was getting alert 33(water temperature high ),72(primary outlet water temperature sensor out of range ¿ low resistance ), 64(unable to enable pump power (control processor) during use, case file confirms 33 was due to t2 showing a temperature of 99.9 degrees, bringing device back for service under warranty. Per sample evaluation results on (B)(6) 2024, control panel did not boot up, used u.I. To complete decon. There was a cracked side panel.